Event description:
On 8/6/96, the MFR received a report from its distributor. During the distributor's inspection of the device it was noted that two units contained a hair in the package, six units contained foreign matter in the package and one unit had a flaw in the device labeling. Additionally, the box-package is packaged ten units to a box/package; however, the box/package only contained nine.